Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. No malfunction or other abnormalities were noticed. Therefore the complaint was assessed as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: patient was prescribed with IV benzylpenicillin. On (B)(6) 2020 , 0710hours, staff nurse commenced the IV benzylpenicillin infusion. At around 0740hours, staff nurse attended to patient for sponging and noticed infusion pump was alarming. However, upon checking the burette the remaining volume of the medication in burette was 45mls. Tubing was not kinked or twisted when staff nurse opened the infusion pump door. Therefore, staff nurse switched to another infusion pump to continue the remaining volume of the medication. At 0940hours, there were 20mls remained in the burette when staff nurse went into patient's room for flushing of the IV access. Tubing was not kinked or twisted when staff nurse assessed the infusion pump. She topped up the vtbi and it completes subsequently within the time set uneventful.